Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer called technical support, completed troubleshooting and reset pump with guidance from support staff, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if problem returned.